Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. The is no allegation from a health care provider stating that the infection was caused by the system. There were no complications. The patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Previously reported product problem in the initial MDR was erroneously selected. There was no malfunction reported.